Manufacturer narrative:
Concomitant medical devices: 142-28-93 - sn (B)(4) cocr fem head 28mm -3.5 offset 12/14, 160-00-13 - sn (B)(4) pf stem tapered plasma sz 13, 180-01-48 - sn (B)(4) nv crown cup clstr hole 48mm group 1. No device return anticipated due to it being a legal case.

Event description:
It was reported via a legal filing, that a female patient who had a right tha on or about (B)(6) 2013, began feeling pain and discomfort and returned to her orthopedist. On (B)(6) 2016, a CT scan revealed ¿some liner wear within the acetabulum¿ and ¿evidence of osteolysis along the superior aspect of the acetabulum.¿. The pain progressed and records reflect that by (B)(6) 2017 the pain evolved to the point where the patient was in so much pain that she was not ¿able to go to work or sleep.¿ on or about (B)(6) 2017, approximately 4 years 1 month post the initial procedure, the plaintiff underwent painful and risky right total hip replacement revision surgery to remove the defective gxl liner due to ¿eccentric poly[ethylene] wear.¿ her gxl liner and femoral head were removed and she was implanted with a new novation crown cup size 28 neutral connexion gxl liner and size 28 mm +0 femoral head.

Manufacturer narrative:
H1: 1038671-2022-00974 is a duplicate. This event has already been reported on 1038671-2017-00272